Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the wire damaged. The returned guidewire was unraveled and stretched. Additionally the core wire is broken and kinked at distal section. The guidewire shows several bends. The outer diameter of the distal tip, middle, and proximal sections of the device are within specifications.

Event description:
Reportable based on the device analysis completed on (B)(6) 2021. An amplatz - pi guidewire was returned with no reported allegations. However, device analysis revealed that the device core wire was broken at the distal section.